Manufacturer narrative:
Reported event failure to connect was not confirmed. Final analysis found no anomaly on helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Prior to starting the procedure, it was noted that the lp would not properly dock on the catheter and fell onto the sterile table three times. The lp and catheter were replaced. The patient was in stable condition.